Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. It was confirmed that based on the customer¿s response, the product was not transfused. Further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. No further reporting will be provided as this does not represent a reportable event.

Event description:
The customer reported that the plasma in a whole blood plasma bag centrifuged separately once more retained its clear red color. No clots were observed in the channel. Patient information is unknown at this time. No medical intervention was required for this event. Terumo bct is awaiting return of the collection set for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that the plasma in a whole blood plasma bag centrifuged separately once more retained its clear red color. No clots were observed in the channel. Patient information is unknown at this time. No medical intervention was required for this event. Terumo bct is awaiting return of the collection set for evaluation. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.